Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023 one broken plate and two plates that may potentially be migrating were discovered during a post-surgery follow-up on 03-04-2024. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023 one broken plate and two plates that may potentially be migrating were discovered during a post-surgery follow-up on (B)(6) 2024. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined due to the device not being returned for evaluation. However, it is possible the device was subjected to excessive bending stresses leading to the breakage. Additional tmc hardware explanted in the same revision surgery was reported in MFR report # 3011623994-2024--00056 and 3011623994-2024--00061. The company will supplement this MDR as necessary and appropriate.